Event description:
It was reported the patient¿s implantable neurostimulator (ins) stopped working and they had not stimulation sensation. The reporter stated this began about two nights ago. It was noted that on (B)(6) stimulation worked fine and they did not have stimulation on again until (B)(6) night. It was further noted the patient charged the ins and turned the ins on, but they had no stimulation on their right side. The reporter stated they turned stimulation up to 5 and they still did not feel stimulation. The reporter further stated they felt stimulation on their left side perfectly. It was noted the patient called their healthcare professional yesterday afternoon and they were told to contact a manufacturing representative and work with them. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-33, lot# v714493, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v706699, implanted: (B)(6) 2011, product type: lead. (B)(4).